Event description:
It was reported during turp procedure "the alarm sounded. On inspection of the pad it was found to have lifted. Skin prep was carried out with skin being washed and dried, a new pad was applied. After the procedure the pad was removed and a small thin line of skin was found to have torn / burned. This injury line was bleeding and was thought to actually be a burn. The injury was at the edge of the foil. The injury was dressed by the operating room staff. Power levels used were 120w cut and 80w spray coag."

Manufacturer narrative:
The device is being returned to MFR; however, has not been rec'd to date. When device is rec'd and a quality engineering evaluation is completed, a supplemental report will be filed.